Event description:
It was reported that a small volume folfusor would not prime. The device had been filled with 2400mg fluorouracil in 0.9% sodium chloride to a total fill volume of 84 ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 14e029 was manufactured on may 14, 2014 to may 15, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation as the device had been discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.